Event description:
It was reported that there was the implantable neurostimulator (ins) was suspected of early depletion. It was stated that the battery longevity reported by the clinician programmer was 2 years on (B)(6) 2012, but was 9 months on (B)(6) 2012. It was noted that the patient had a "worsening" of symptoms of incontinence and less than 50% therapy relief. The patient status at the time of the report was alive with injury. It was stated that there was hospitalization and the physician proposed to add a second contralateral lead and eventually an ins replacement. If any additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).